Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/29/2025, the beta bionics ilet user reported a low blood glucose (bg) event while using the ilet device, with a recorded bg of 56 mg/dl. The user performed a factory reset the day before . It was reported the user entered a lunch announcement and paused the device one hour before contacting customer care. Patient reported they self-treated the low with a glucose drink and a donut. Agent informed the user they should not pause the ilet while experiencing a low or treat lows too early while the pump is in the learning period. The user's bg was 85 mg/dl at the end of the initial call and was later reported at 100 mg/dl. No symptoms, external assistance, or medical intervention occurred.